Manufacturer narrative:
The insulin pump passed the functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. No excessive no delivery alarms noted. Device functioned properly. Device received with cracked case on display window corners, minor scratched lcd window, cracked reservoir tube lip, and cracked battery tube threads.

Event description:
Customer reported via phone call that she was hospitalized with diabetic ketoacidosis. The customer stated she went to the emergency room on (B)(6) 2015 and was sent home but she returned to the hospital on (B)(6) due to still experiencing high blood glucose. Blood glucose value at the time of the admission was 600 mg/dl. Customer stated that she forgot to reconnect the insulin pump after showering on (B)(6) 2015. Blood glucose value at the time of call was over 340 mg/dl. Customer stated that the insulin pump alarmed no delivery. She had changed the infusion set the day prior to calling and the cannula was not bent. Customer was unable to troubleshoot. The insulin pump was replaced and returned for analysis.